Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a broken fo connector.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected field: d5 a getinge field service engineer evaluated the unit and confirmed problem stated, unit had a broken fiber optic connection. He disassembled the unit removed broken fo connection and installed new connection(d012-00-1562), reassembled and performed a full pm per manufacture specifications, unit has passed all test and calibrations and is now ready for clinical use.